Manufacturer narrative:
The product complaint analysis team has completed its investigation. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: bullet tip condition, desufflation lever condition, inner gasket condition, latch condition, obturator condition, and outer gasket condition, conforming; stopcock condition, and trocar condition, nonconforming. Functional tests & results: does safety shield retract, flapper door functional, and lockout functional, conforming. Analysis conclusion: based upon the inquiry info received, visual examination and functional test performed, the safety shield was found to arm, retract and lockout properly. No conclusion could be reached as to how the rpt'd "device would not arm" occurred. Co reviews each incident as it occurs in an effort to continuously improve co's products and processes.

Event description:
It was reported the r0708 was used during a laparoscopic tubal banding. It was reported the device was used for the second puncture after insufflation was completed. The device would not arm. Another r0708 was opened to complete the case. There was no consequence to the patient.